Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. This is the first for this issue for the first lot and the third complaint for the second finish goods lot; however, the second for this issue. The orders were built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. It was indicated that the customer received a trayless version of the device per the lot number. As a sample was not returned for this event, the root cause of the customer's complaint is not known. An internal investigation has been opened to address complaints of a similar nature. (B)(4).

Event description:
A customer reported that the tubing was noted to be pinched during multiple cataract with intraocular lens procedures, leading to lower liquid flow during surgery. After the cassette was exchanged, each case was completed with no harm to the patient.